Manufacturer narrative:
(B)(4).

Event description:
The covidien customer support engineer (cse) reported that an 840 ventilator stopped cycling. No patient involvement. The cse inspected the device and updated the software level. No parts were replaced. The unit passed extended self-testing.